Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this po number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: implant date does not apply because the lens was removed during the same procedure. If explanted; give date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. (B)(6). (B)(4). Note: the device was manufactured at the kulim site which has been closed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found a damaged area in the middle of the optic following implantation. The lens was removed and replaced during the same procedure. Through follow-up we learned that the incision needed to be enlarged and the patient's outcome was as expected. No additional information was provided.